Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2017 with the following findings: a review of the basal history appeared inaccurate and showed 0 units per hour basal rate due to a call service 165 exceeds max total daily dose limit, and a cartridge change. The pump was run for 24 hours with a two unit per hour basal rate. At the end of testing, the basal history correctly showed two units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that day the patient experienced a blood glucose of 452 mg/dl with moderate ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and received treatment of phone advice from their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal history did not batch the active basal program. A review of the basal history showed a zero unit basal. The pump history was reviewed and the pump was not suspended, the basal rates were not edited, and no primes were recorded. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.